Manufacturer narrative:
Unit received with critical pump error and unable to download due to corroded electronic assemblies. Unable to verify pump error 35 due to download difficulty. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Unit received with corroded battery tube and corroded motor home switch.

Event description:
Information received by medtronic indicated that the insulin pump received a critical pump error. The customer also reported that on open book displayed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.